Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom can not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient is not satisfied with his inflatable penile prosthesis (ipp) because his penis lost 2 inches in length. In addition, the patient stated that it hurts to sit and feels discomfort. No additional information was reported.

Manufacturer narrative:
B3 date of event: the exact event date is unknown there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is not satisfied with his inflatable penile prosthesis (ipp) because his penis lost 2 inches in length. In addition, the patient stated that it hurts to sit and feels discomfort. No additional information was reported.